Manufacturer narrative:
Continuation of concomitant: 4068 lead implanted: (B)(6) 1999. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion and the right ventricular (rv) lead exhibited high thresholds and high impedance. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.